Event description:
Scs implanted (B)(6) 2018. Approximately 6 weeks post op from implant, developed severe burning pain at t8-t9 where lead was placed that extends into rib cage. Cannot use arms to push pull or get severe muscle spasms and increased burning nerve pain. I've had hours of message. Fascia stretching, acupuncture with little relief. Feel the lead is shocking me even with scs off.